Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays show large segment thoracolumbar construct. One of the broken screw caps is still present on x-ray. Level is reported at t12. Unable to see t5 fracture and hook back-out on provided images. Bone fusion had not occured by report and patient age is (B)(6). Root cause: surgical technique. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial surgery date: (B)(6) 2013 levels: t3/s2ai pre-op diagnosis for revision surgery: back-out of hook due to t5 fracture, unsuccessful bone union at l5/s1, loosening s1 and s2ai screws technique used for revision surgery: thoracolumbar posterior fusion levels: t2/s2ai it was reported that the patient underwent a surgery on (B)(6) 2013. Post-op, loosening of screw and vertebral fracture was observed. Patient underwent a revision surgery for removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.